Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Info provided with this report indicates the wire guide was caught between a deployed stent and the wall of the duct. If excessive pressure was applied to be the wire guide, perhaps in response to resistance during removal, this could have contributed to wire guide damage. Prior to distribution, all fusion omni-tome sphincterotomes and pre-loaded wire guides are subjected to a visual and functional inspection to ensure device integrity. The wire guide is verified to be free of surface imperfections and exposed wire. The wire guide is also checked for a smooth transition between the spiral coating and the black coating at the distal end. Corrective action: no corrective action warranted at this time because this report could not be verified and this occurrence may be use and/or procedure related. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The physician placed a stent within the intra hepatic duct using the preloaded wire guide from the fusion omni-tome sphincterotome. After the stent was deployed, the physician attempted to remove the wire guide from the duct. The wire guide was caught between the stent and the wall of the duct. Enough resistance was encountered during attempted removal that a section of the distal tip of the wire guide stripped and detached in the duct. The physician did not see a need to remove the detached section and left it to pass naturally through the gastrointestinal tract. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.